Manufacturer narrative:
It was reported that the option keys were missing during startup of device. No patient was involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective (electronic system management board) esm board. After replacing the esm board, the device was released back into use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "option key missing." (2) health impact: no patient involvement.